Event description:
It was reported that during procedure the catalyst catheter was observed to be leaking near the hub. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the catheter shaft was flattened at 83cm to 87cm from the proximal end and blood was observed within the hub. During functional testing, the catheter was flushed revealing a leak at the proximal end of the catheter shaft. A hole/perforation was observed at 3mm from the hub. Information available indicated that the device was confirmed to be in good condition prior to use, excessive friction was experienced when advancing the device through an 8f sheath and the patient¿s anatomy was tortuous. It is probable that the reported procedural factors may have contributed to the reported and observed damages to the device limiting its performance during the clinical procedure. An assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that during procedure the catalyst catheter was observed to be leaking near the hub. There was no clinical consequence to the patient due to this event.